Event description:
On (B)(6) 2022, a peritoneal dialysis registered nurse [(pd)rn] reported this patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2022 for diverticulitis that was unrelated to pd therapy or the use of any fresenius product(s) or device(s). During the patient¿s hospitalization, it was found the patient had peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures obtained on (B)(6) 2022 in the hospital presented with staphylococcus epidermidis and an elevated white blood cell count (exact number unknown). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal (ip) vancomycin at 1750 mg every 5 days for two weeks and ip cefepime at 1000 mg daily. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. The patient is recovering from this event and remains asymptomatic. It was confirmed the patient¿s diverticulitis, peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Event description:
On (B)(6) 2022, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count was taken in the outpatient clinic on (B)(6) 2022. The patient was prescribed intraperitoneal (ip) cefepime at 2000 mg daily prophylactically for a suspected peritonitis infection. Prior to return results on the culture and wbc count, the patient was hospitalized on (B)(6) 2022. The resulting culture from the outpatient clinic presented with staphylococcus epidermidis and an elevated wbc (exact count unknown). The patient was hospitalized on (B)(6) 2022 for diverticulitis that was unrelated to pd therapy or the use of any fresenius product(s) or device(s). During the patient¿s hospitalization, the patient was treated for a peritonitis infection, characterized by abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures obtained on (B)(6) 2022 in the hospital presented with staphylococcus epidermidis and an elevated wbc count (exact number unknown). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed ip vancomycin at 1750 mg every 5 days for two weeks and ip cefepime at 1000 mg daily. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. The patient is recovering from this event and remains asymptomatic. It was confirmed the patient¿s diverticulitis, peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.